Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp). The patient underwent a revision surgery, and the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the replacement of the product.

Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp). The patient underwent a revision surgery, and the pump was removed and replaced. No patient complications were reported. .